Event description:
Report received indicated that the uno lift was unstable during transfers. No injury alleged.

Manufacturer narrative:
Technician found that the castors have never been changed and the lift was never serviced by trained technicians. Preventive maintenance recommends that the castors should be changed every five years. Periodic inspection recommended that verification should be obtained that the castors are fastened correctly.